Event description:
It was reported that the patient had pain at the pocket site. The device and leads were explanted and another chronic abdominally implanted system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4592-53 implantable pacing lead 2011 (B)(6); (B)(4) implantable pulse generator 2011 (B)(6); (B)(4) implantable pulse generator (ipg) 2013 (B)(6); (B)(4) x2 implantable pacing leads 2004 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.